Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was treated. The blood glucose reading was 209 mg/dl at the time of emergency room visit. Customer stated that her insulin pump was not delivering any insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarmed due to corroded on the keypad traces. Unit had cracked display window corners, battery tube threads, reservoir tube lip and missing end cap sticker.